Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the function test displaying an error message of "failed function test/ device maintenance required". There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely and reviewed the functional test report and device logs. The test report showed that the battery test passed; however, calibration was recommended for the battery, and calibration was required for the non-invasive blood pressure (nibp). The rse determined that there was no malfunction of the device. The rse recommended that calibration (preventive maintenance) be performed, and the customer was provided with the technical documentation to carry out the calibration. The device remains at the customer¿s site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to use error as the device needed calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with the technical documentation to calibrate the device.